Event description:
Cvc being placed to right femoral and md unable to draw back blood. Another kit pulled from ICU unit, same issue with introducer needle and syringe, unable to draw back. Third kit from neuro ICU used and also unable to draw back with some blood shooting out of the side of needle. Hemodialysis line placed instead to obtain access. No harm to patient. Pt code: 4582. Device codes: 1536, 2936, 3023. Ref reports: mw5185719, mw5185720.